Event description:
Customer states: "the dr placed this lot for a pt with hydronephrosis from the ureter stricture without confirming the expiration date in 10/2007. At 2 month later, the pt came to see the dr due to miction pain. The dr withdrew the stent transurethrally to find the stent separated and the proximal segment left in the ureter. Later, the remaining stent was also withdrawn by ureterscope. The doctor observed the stent is cracked and became fragile. He returned this stent for eval, but we tell them that this lot is expired before use."

Manufacturer narrative:
One opened and used stent segment was received in a bag; 6.4cm of the straight segment with one proximal coil. Upon close examination, the fourth and fifth sideports were noted to be partially separated and the second sideport was noted to be cracked. The stent was noted to have separated at a sideport. No discoloration was noted on the stent as well as no encrustation. The distributor was contacted for add'l info indicating the facility has the remaining stent portion and is unwilling to return it for eval. The remaining stent fragment was removed one week following the first procedure. The distributor stated the pt is currently fine and did not require a second stent placed. As add'l info becomes available, it will be forwarded. Customer has used an expired product.